Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient was being considered for a patient-matched instrumentation product on an unknown date for an unknown reason. No device malfunction, surgical complication, or clinical symptoms were reported. No additional procedural details, intra-operative findings, or environmental factors were provided. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.